Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from the emergency department on (B)(6) 2023 with complaint of a jolting feeling. An electrocardiograph (EKG) was obtained and confirmed intermittent ventricular tachycardia (vt) and ventricular fibrillation (vf). The patient was treated with intravenous (IV) amiodarone and defibrillation. The arrythmias had not existed prior to the ventricular assist device (vad) implant. It was noted that the patient had an implantable cardioverter defibrillator (ICD) following vad implantation on (B)(6) 2021. The issue resolved and the patient was discharged in stable condition (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.